Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
Customer reported receiving an error 3 on the display of their freestyle flash blood glucose monitor when a test strip was inserted. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.